Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number : 2017865-2020-10790. It was reported that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardioverter defibrillator and right ventricular lead exhibited non-sustained right ventricular over-sensing episodes due to noise. It was noted that the patient was device dependent and the noise was dropping one to two beats. No interventions were reported. The patient was advised to be brought into clinic to perform isometric tests to assess for lead integrity issues and provide programming changes. The patient was not symptomatic.